Event description:
The account alleged there was no power and no function working on the bed. No pt impact.

Manufacturer narrative:
Technician found damage to the cable assembly due to a wheel rubbing on the wires and possibly shorting out the logic board. The technician replaced the cable assembly and the logic board to resolve the issue.